Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape associated with this event to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a part of the instrument arm drape that covers the instrument drives broke off and fell during draping. The procedure was completed with no reported injury.